Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown concentration of gablofen at 720mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that a pump alarm was heard and the pump was interrogated. The pump logs showed a motor stall and no recovery. The stall occurred on (B)(6) 2019. The hcp lowered the dose and put the patient on oral meds until they can get the pump replaced. The pump replacement is scheduled for (B)(6) 2019. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer indicated that the patient was receiving lioresal (2000 mcg/ml at 359 mcg/day) via the implantable infusion pump. It was reported that the pump was going in and out of motor stalls and the dose was decreased and the patient was given oral medication. It was noted that the pump was at end of service. No further complications have been reported.